Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The monitor and the brake were replaced. Also, the keyboard was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor of the system 9800 was dark with no image displayed and that the c arm brake was not operating properly. There was no adverse patient involvement reported. There was no patient information reported.